Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system was frozen immediately after startup during calibration. The system was shut down by pressing and holding the standby switch and was subsequently restarted using the main power supply, after which normal operation was restored. The details of the event and procedure type was not reported. No patient impact was reported.